Event description:
It was reported that the right ventricular (rv) lead had high thresholds and intermittent capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However it was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the visual summary analysis of the lead indicated apparent explant damage and electrical resistance and cross continuity test results were within specifications.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 407652 implantable pacing lead implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.